Event description:
It was reported that after use of the device for a cardiopulmonary bypass procedure, the system's back-up batteries were depleted. There were no reported adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Investigation in process, but not yet complete.